Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started in ¿(B)(6) 2013¿. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes regimen in response to the alleged issue. The patient reported, five months before the alleged issue occurred, she began to feel ¿lightheaded¿. The patient denied receiving any medical treatment. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.